Event description:
This event involves two devices and two MDR submissions. This is the second of two reports. It was reported the radial head device would not snap into the stem of the hex driver. "The head would not snap into the stem. I applied so much force trying to do this that the screw driver broke in the head." There were two of each size available so the user was able to use the other head. A screw driver from a different manufacturer was used. It fit the second head. It was later reported that the surgeon indicated when he went to use the forceps clamp in the set to snap the radial head and stem together, the tip of the driver broke off in the radial head implant. It was reported there was no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.